Event description:
During the month of (B)(6) 2011, I became acutely aware of erroneous results from my freestyle glucometer manufactured by abbott labs. I began to experience the symptoms of hyperglycemia while my meter read much lower blood sugar levels. I wear an insulin pump, test 10 times daily and correct for hyperglycemia when applicable. To document my issues and confirm the results I began comparing the freestyle meter to other meters that I had. All of this is documented and there is clearly a major problem/variance beyond the expected 20% that is acceptable and the freestyle reads lower, always. The only time it is reliable is when glucose levels are in the low to normal range. The difference in units of insulin needed to correct hyperglycemia is considerable and can prove to be health threatening, especially for me, a type 1 diabetic since 1964. I have severe complications and need to keep my diabetes under tight control. The freestyle has made that impossible. Date of use: (B)(6) 2011. I am an insulin dependent type 1 diabetic since 1964. I wear an animas ping insulin pump and have been on an animas pump for almost 10 years. I have 3 other glucometers which are not covered by my insurance but I have been using them for comparisons. I also received 300 strips for my old precision meter from (B)(4) at abbott labs when I reported the problems to him. He wanted to be sure that I could continue to treat my diabetes effectively while he looked into the malfunctioning of the freestyle meters which abbott replaced twice for me and I got the same results. This matter remains unresolved and I am in need of insurance covered test strips and a reliable meter which the freestyle is not. To date it is the only meter used by my (B)(4). They have been notified.